Manufacturer narrative:
Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on (B)(6) 2013. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, four (4) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4 and a glidescope pgvl video monitor, the image was intermittent. No delay in the procedure, use of a back-up device, harm to patient, or user was reported.